Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site eus (B)(4).

Event description:
The healthcare professional reported injecting evolysse smooth into the lips of a patient. The patient experienced lumps in the lips. However, it was reported that the patient's symptoms have now resolved.